Event description:
The rptr did back to back (rapid succession) blood glucose tests, using separate fingersticks. Results were 315, 297, 381 and 315 mg/dl. Rptr did not have any symptoms. The rptr's control solution had been open greater than 3 months, and a test result was high and out of range. On followup, the rptr checks the test strip confirmation dot, and rptr's testing technique is correct. Rptr cleans the meter on a regular basis. No harm was alleged.